Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise resulting in non-sustained oversensing and pacing inhibition was noted on the right ventricular (rv) lead. No intervention has been performed at this time and the patient was stable with no consequences and will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The right ventricular (rv) lead was successfully explanted and replaced due to lead noise and pacing inhibition. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of noise, non-sustained oversensing, and pacing inhibition were not confirmed.